Event description:
The facility reported aspiration not working, suction working intermittently, suture was placed. Current patient status is unknown. Additional information has been requested.

Manufacturer narrative:
Reporter works in materials and is unsure of all the details regarding the case. She is collaborating with the or in order to provide information. A company service rep checked the system and was unable to duplicate reported problem.